Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of rewf0316 showed no other similar product complaint(s) from this lot number.

Event description:
Pt received PICC (B)(6) 2012. Tip confirmed on cav junction. Left arm 44 cm total. Had several studies in interim where tip appeared to be in correct position. On (B)(6): had cta and tip was intravascular. On (B)(6): tip still close to cav junction. On (B)(6): cta. Tip seemed to migrate across chest and not positioned down. On (B)(6): pt developed pericardial effusion. Did thora. Had mediastinal fluid and pericardial fluid. Bilateral pleural effusion. Drained right upper quadrant. On (B)(6): placed drain. Drain fluid resembled tpa (white milky substance). On (B)(6): PICC pulled but not saved.